Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. Customer stated their sensor glucose was 56 mg/dl and their blood glucose was 198 mg/dl. The customer also reported another incident where their blood glucose was 148 mg/dl and their sensor glucose was 245 mg/dl. The customer also stated their insulin pump went into threshold suspend mode the night before. The customer was advised to calibrate 3-4 times a day with a stable blood glucose readings to prevent a temporary decrease in sensor glucose readings. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.